Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted. Treatment - open capsulectomy on (B)(6) 2022.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.